Manufacturer narrative:
Section b3: date of event is estimated. It was reported to abbott, a patient underwent a revision to address high impedance. The fractured lead was replaced without complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the lead fractured, and the device was unable to enter MRI mode. Lead diagnostics showed that the lead has high impedances on contacts 1-8. Reprogramming was attempted. Surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored.